Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) that was used for left groin access did not appear. The device was removed and manual compression was used to achieve hemostasis. The iliac intervention procedure used bilateral access. The right groin mynxgrip successfully deployed and hemostasis achieved. A 6f unknown cordis sheath was used for both access sites. There was moderate calcium and tortuosity of the access site. The user was trained to the device. Both the defective device and the device that functioned properly will be returned for evaluation. Two non-sterile mynxgrip vascular closure devices (6/7f) involved in the reported complaint were returned for investigation. Visual inspection of the devices showed that the shuttles were engaged to the black handle, while the stopcocks were observed to be open, with cordis mynx syringes attached to the units. No catheter sheath introducer (csi) was returned for this evaluation. The sealants were not returned for this evaluation. With respect to the advancer tubes, one unit was returned with the advancer tube exposed, while the second unit was returned with the advancer tube removed from the unit. On the unit with the exposed advancer tube, the sealant sleeve protector was found fully retracted, whereas on the second unit the sealant sleeve protector was not returned for this evaluation. The balloons showed no abnormal condition to be reported as received, and no additional anomalies were observed during this visual analysis. A functional analysis was conducted to assess device performance by performing an inflation and deflation test. The inflation/deflation test was fully executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The unit that was returned with the advancer tube still mounted on the device was further evaluated by fully removing the advancer tube, and during this additional review no abnormal condition was observed that could be related to a malfunction or incomplete deployment process. The reported event of ¿sealant failure to deploy-advancer tube¿ could not be verified through analysis of the returned devices. The exact cause of the reported event cannot be determined. Visual inspection of both units did not identify any damage, defects, or anomalies that would indicate a device-related issue. Functional testing demonstrated normal device performance, as the balloon inflation and deflation cycles were completed successfully without issue. Further assessment of the unit returned with the advancer tube still mounted, including complete removal of the advancer tube, did not reveal any abnormal conditions or evidence of an incomplete or failed deployment. Overall, the returned devices were found to be intact and functional, and no failures or conditions were identified that could be directly associated with the reported event. In addition, the advancer tube was engaged to both devices. It should be noted that if the shuttle is not advanced until the advancer tube is engaged with the proximal tamp lock at the definitive stop, the advancer tube and sealant may follow the shuttle cartridge back out of the tissue tract during retraction, resulting in an attempted deployment failure. According to the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged with the proximal tamp lock at the definitive stop, the advancer tube and sealant may follow the shuttle cartridge back out of the tissue tract during retraction, resulting in an attempted deployment failure. The information available for review and the product analysis do not suggest that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) that was used for left groin access did not appear. The device was removed and manual compression as used to achieve hemostasis. The iliac intervention procedure used bilateral access. The right groin mynxgrip successfully deployed and hemostasis achieved. A 6f unknown cordis sheath was used for both access sites. There was moderate calcium and tortuosity of the access site. The user was trained to the device. Both the defective device and the device that functioned properly will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.